Manufacturer narrative:
Additional information: the customer photos were evaluated. The photo displays the suspect lens and the original folding carton. The lens can be observed to be torn. One haptic can be observed to be separated into more than one piece, with the other pieces not included in the photos. Due to no product received, no further evaluation could be performed and no further issues could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In review, it was noticed that the following additional information was inadvertently not captured in the initial MDR report; therefore, it has been captured in this supplemental MDR report as indicated below: section b5: additional information indicated that the lens that was cut in half was noticed when it was in the injector (only 1 or 2 mm out of the injector). There was no patient contact with the lens and the cartridge was inserted with the preload, removed when too much force was required. The patient had astigmatism before the cataract surgery, but the eye that was programmed to see far away was left with 1.75 of myopia with a degree of astigmatism due to the use of another diopter. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the following codes were inadvertently not entered in section "h6" of the follow-up MDR #2 report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section h6: investigation findings: 114 - operational problem identified. Section h6: investigation conclusions: 4315 - cause not established. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a6: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: phone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the device was discarded). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaints were received for this production order number. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported that he inserted the viscoelastic into the hydration holder, pushed the coil and turned it as instructed by the company, observing that half of the lens came out and the other half remained inside the simplicity injector - lens was cut in half. It was indicated that the lens was never inserted. The reported issue did not impact the patient's daily life activities. The surgery was successfully completed using another johnson &johnson replacement lens of the same model, but different diopter (17.0d). No medical or surgical interventions reported. No patient injury, patient with astigmatism (ref right eye (od): -1.75=-1.00/115 20/25-1). There was a delay of five (5) minutes in the procedure which the spare lens was picked up. The patient completely recovered. The lens is not available for rerun as the surgery center discarded it. It was noted that only ophthalmic viscoelastic device (ovd) was used which was introduced through cartridge cover. The average dwell time as recommended was three (3) minutes, immediate. The initial advance was slow, by inserting in the "embolus" of the delivery system. That it is always the doctor who makes the initial movement of the lens, first turn. It was confirmed that when advancing the lens, they make full turns. No further information was provided.